Event description:
A patient reported blood glucose results of "127mg/dl, 182mg/dl, and 126 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.